Event description:
On (B)(6) 2015, a surgeon reported to the sales rep that in (B)(6) 2014, a patient underwent cardiac ablation using an osl2 device. The surgeon reported that during the case, the veins were not ablated separately, i.e. The left and right side were ablated three times each without repositioning the clamp. The case went as planned. The cta scan in (B)(6) 2015 showed the patient's pulmonary veins as unremarkable. A subsequent cta scan in (B)(6) 2015, showed stenosis of two pulmonary veins, one left and one right. Stents were used to resolve the stenosis.

Manufacturer narrative:
Complaint#: (B)(4). The device was not returned to atricure for evaluation and disposed of by the hospital as the case went as planned. The lot number of the device was unable to be ascertained.